Manufacturer narrative:
The insulin pump was received with cracked end cap, broken battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked display window minor scratches on display window and missing the reservoir tube lip o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is broken at the right hand corner of the reservoir connection. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is missing the plastic guard and the o ring. There was no further information provided by the customer or by troubleshooting.